Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had an elevated threshold at implant and progressively increased. The lead also was not capturing. The lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.